Event description:
The physician used a spectranetics laser sheath (sls) in order to remove a fidelis single chamber fx shocking coil lead. During the procedure, a perforation occured at the svc/ra junction. A successful thoracotomy was performed, however, the patient expired the following day. The physician does not believe the spectranetics device contributed to the event. All safety precautions were in place, including chest prepped for thoracotomy, thoracotomy tray available, atrial line and fluoroscopy used throughout the procedure and a CT surgeon was in the room.